Manufacturer narrative:
No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected events of infection and necrosis at the implant site were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions including aspiration and antibiotics, and risk for permanent damage to a body structure due to necrosis of a fat pad. The non-serious events of bruising, swelling and induration at the implants sites, purulent discharge and cutaneous contour deformity were considered expected and possibly related to the treatment. Potential contributory factors include injection technique and procedure. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-sep-2019 by a dentist, which refers to a (B)(6)-year-old female patient. Follow-up information was received via mhra (ref.no. (B)(4)) on 25-sep-2019. The reporting dentist confirmed that the reports concerned the same patient. The patient had no known allergies. No information about medical history, concomitant medication has been provided. The patient had previously received treatment with 1ml restylane refyne to nasolabial folds (equal on both sides) and 125u of azzalure in 3 areas on (B)(6) 2019. It was reported that on (B)(6) 2019, the patient missed an appointment and later upon contact requested an appointment for her cheeks. On (B)(6) 2019 and (B)(6) 2019, the patient received treatment with 1 ml restylane lyft lidocaine (lot 15991) to cheek with unknown needle and unknown technique indicated for skin cosmetic procedure. On (B)(6) 2019, the patient received treatment with 1ml restylane volyme (lot 15996, expiry date 31-oct-2020) to zygomatic areas (0.6ml to right side and 0.4ml to left side) subdermally with needle (unknown injection technique) for cheek augmentation. Three days later, on (B)(6) 2019, the patient experienced bruising (implant site bruising) on the right side. 30 days (4 weeks) later, on (B)(6) 2019 (also reported as one month post treatment), the patient experienced swelling (implant site swelling) on left side at cheek and zygomatic area. It was reported that the patient was abroad ((B)(6)) when the swelling started. On an unknown date in 2019, the patient experienced infection (implant site infection) at cheek. On (B)(6) 2019, the patient visited an aesthetic physician in (B)(6). There, the patient received corrective treatments including xflox [moxifloxacin] 400 mg 1x daily, alfazyme [homeopathic preparation] 3x daily for 5 days, intramuscular cortisone injection with diprofos [betamethasone sodium phosphate] and advised to repeat the injection after 6 months. The swelling went down after five days. The patient also received clarithromycin [clarithromycin], 500 mg bd for 4 weeks as recommended by ace guidelines and also had an appointment for review. The patient reported that she had similar but less severe problem four years ago, which was resolved with hyalase. On (B)(6) 2019, the patient first received test patch 20u hyalase [hyaluronidase] and later 120u of hyalase at left side. On (B)(6) 2019, the patient was reviewed and received hyalase 180u and firm massage. The patient was advised self massage, cool compress and arnica [arnica montana]. The patient was prescribed prednisolone [prednisolone] and advised tapering over 26 days. On (B)(6) 2019, the patient had a surgery (not related) and was not feeling well. The patient was reviewed on the left side of the face and injected with 150u hyalase. It was reported that the bulk of thickening (implant site induration) had resolved. On (B)(6) 2019, the swelling worsened again and the patient was injected with 225u hyalase but reported no change at this time. The patient went to outpatients and was advised to take doxycycline [doxycycline]100mg bd for 28 days. The letter from the hospital stated that 15 ml of pus (purulent discharge) was aspirated from the left side, which may be due to infection, inflammation or due to filler placement. It left an area of necrosis (implant site necrosis) of fat pad (implant site necrosis) and significant facial hollowing (cutaneous contour deformity) on the left cheek. The patient had pending visit to hospital for review on (B)(6) 2019, and therefore went back to the dentist for assessment and management of secondary sequelae. On (B)(6) 2019, the dentist confirmed that the patient had been outpatient on all visits and had not been hospitalized due to the events. The reporting dentist also assessed the events as permanent damage to a body structure due to the necrosis of fat pad. Corrective treatment reported as complications management in accordance with ace guidelines and hospital referral for infection control. Outcome at the time of the report: swelling was recovered with sequelae. Infection was recovered with sequelae. Necrosis was unknown. Bruising was unknown. Significant facial hollowing was unknown. Bulk of thickening was recovered/resolved. Pus was unknown. Tracking list: v.0 initial. V.1 fu received on 25-sep-2019 from a dentist via health authority. Suspect device of restylane lyft lidocaine was added. New adverse event of infection was added. Outcome of events of swelling and infection was updated.